Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior apical repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the physician was attempting to throw a leg assembly through the sacrospinous ligament, the needle detached from the suture. The needle was lost inside the patient and the physician did not attempt to retrieve it. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed that the handle was cracked and was separating from the seam on one side. In addition, the needle carrier was bent. Functional testing of the returned capio device showed that the needle carrier extended and retracted freely, but did not deploy to the center slot on the cage. The mesh assembly was not received for analysis. The cracked capio handle was likely due to return shipping of the device. The bent carrier condition is most likely due to rotation of the capio device within the patient's anatomy. It is likely there was difficulty passing the device through the sacrospinous ligament and the tensile force caused the suture detachment.

Event description:
It was reported to boston scientific corporation that during an anterior apical repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the physician was attempting to throw a leg assembly through the sacrospinous ligament, the needle detached from the suture. The needle was lost inside the patient and the physician did not attempt to retrieve it. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.